Manufacturer narrative:
Concomitant products: medical product ¿ nexgen lcck option femoral, size e, green/str blue , right catalog# 00-5994-015-92 lot# 61646372, nexgen straight stem extension straight stem 14mm x 145mm catalog# 00-5988-010-14 lot# 62477213, nexgen offset stem extension 11mm x 145mm catalog# 00-5988-020-11 lot# 62047399, nexgen precoat stemmed tibial plate, size 3, yellow/str yellow catalog# 00-5980-037-01 lot# 62503795n, nexgen 15mm tibial augment block, size 3 catalog# 00-5988-003-38 lot# 62491246. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Review of the compatibility matrix identified that all the components are compatible (femoral with articular surface and patella; tibia with articular surface). Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Within the nexgen knee system packaging insert, dislocation and/or joint instability are addressed as possible adverse effects, and is therefore a known risk of this procedure. Moreover, it is mentioned in patient counseling information, ¿failure of total prostheses are more likely to occur in heavy patients." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised of her articular surface knee implant due to pain, loosening, dislocation and inability to extend the joint.

Manufacturer narrative:
This follow-up report is being submitted to correct information. (B)(4). The evaluation of the x-rays confirms the complaint. X-ray images assessment shows nexgen legacy constrained condylar knee arthroplasty with migration/rotation; elevated tibial spine exhibits an abnormal orientation tilted anteriorly and is disassociated from the femoral intercondylar box. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.